Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information, but not received to date: name of surgery? Date of surgery? What date did the reaction occur post op? What was the product code of dermabond used on the patient? Lot number? It was noted that triamcinolone was administered, were any other medical / surgical treatment provided to treat the reaction? What prep was used prior to, during or after dermabond use? How many layers of adhesive were used over during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi, gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2019 and topical skin adhesive was used. The patient presented post operatively on (B)(6) 2019 with itchy red, burning bumps where the bandage had been in contact with her skin. There was no rash at the incision site. She was placed on triamcinolone which cleared up the rash. No device is available for return. Additional information has been requested.